Manufacturer narrative:
The instrument repair facility reported the instrument was returned for analysis, and a visual examination of the device confirmed the laryngoscope had broken at the site of the weld between the spatula and the handle. The root cause of the break could not be determined. This is the first incident of this nature for this product type.

Event description:
During the pre-operative intubation, the weld of the laryngoscope spatula had broken in the patient's mouth causing a tooth crown to be chipped. No further patient impact was reported.